Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer also reported no delivery alarm during manual prime. Troubleshooting steps were guided for no delivery alarm. Customer stated that the insulin did not exit. Customer stated that they have another infusion set for testing. Customer stated that they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer states insulin exited the tubing. Customer advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units and insulin pump did not alarm no delivery. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.